Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Unit was received with partially broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rubber ring came off. Customer's blood glucose value was 7 mmol/l at the time of the incident. Customer will return device for analysis.